Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery charge was fluctuating and pump battery charge decreased rapidly. Customer also reported pump unexpectedly shutdown. After charging pump, the low battery alerts/alarm were found in pump history; however, customer did not acknowledge that the pump battery died due to normal battery depletion. There was no reported impact to customer's blood glucose.